Manufacturer narrative:
Date of event UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a lack of brush inside the carton upon incoming inspection. No patient involvement.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: investigation of this complaint was done based on a photo which was provided by customer. No product was returned. In the photo there were three shelf cartons and unit packs 100/810/085cz lot 4273204 and one 005/080/008 trachy tube holder with cleaning brush, and two 10001031-003 instructions for use - blue line ultra tracheostomy tube. Reported part number is packed into carton together with tube holder and cleaning brush as per pwi-10009941 rev. 101. Then each work order is sample inspected by quality department prior release to sterilization. History of internal non-conformities and complaint history was checked and no trend of similar incidents was identified. There were two other customer complaints describing missing brush in the last 12 months. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.